Event description:
It was reported that during a shoulder arthroscopy, the tip of the probe broke into the pt's shoulder. Further, the surgeon was unable to retrieve the metallic part from the pt's shoulder.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.